Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient was experiencing dizziness, weakness, chest pain, and was diaphoretic. The patient¿s wife stated she could not recall the specific cgm and bg meter readings but stated that the difference between the two was a ¿80-99 point difference¿. The patient¿s wife tried calibrating the sensor and the cgm readings were not updating, therefore, she changed the patient¿s sensor out. Since the patient¿s symptoms persisted, the patient¿s wife took the patient to the emergency room (ER). The patient had lab work and an x-ray done in the ER. The patient was also given nitroglycerin. The patient¿ wife did not report any cgm/bg comparison values for while the patient was in the ER. The patient was discharged home about 4 hours later. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.